Event description:
(B)(4).

Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b braun melsungen (B)(4) (the MFR) and (B)(4) (the importer). (B)(4). The actual sample used in the demo and without packaging was received for eval. Upon visual observation, there was no safety clip on the returned sample. The sample and all available information was forwarded to the actual MFR, b braun (B)(4), for further eval. Their investigation is on-going at this time. A follow-up report will be submitted when the investigation results become available. A historical review of the customer complaint database, dating back one year, revealed no other reports of this nature against (B)(4). There were no other reports of this nature against the reported lot #2e07258382.